Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: the cause of the bleeding is determined to be patient condition because of the bleeding in multiple locations with retroperitoneal bleeding along with access site bleeding. Retroperitoneal hemorrhage/ cardiac tamponade/ hypotension/ pericardial effusion: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant received via abiomed long term study database that there was two adverse event. Adverse event number one was reported as cardiac tamponade with relationship listed as possibly related "after the impella was removed during the impella supported pci procedure, the subject became progressively hypotensive with unclear etiology. Bedside tte revealed a moderate sized pericardial effusion. A pericardial drain was placed with immediate aspiration of 600cc of bright red blood which resulted in immediate improvement to baseline. Repeat tte revealed no residual effusion, and the drain was sutured in place. Drain remained in place until (B)(6) 2025 when it was pulled." Adverse event number two was reported as : "approximately 5 minutes after a pericardial drain had been placed, the subject because hypotensive for a second time. 100cc of blood was aspirated from the pericardial space with no resolution in hypotension. Repeat tte demonstrated no residual effusion. Retroperitoneal bleeding and delayed/missed extravasation from the coronaries were ruled out as causes of hypotension. IV volume was pushed and the subject was considered ¿relatively stable¿ on small dose phenylephrine. Subject was transferred to the ICU for further management of cardiogenic shock. In ICU switched from phenylephrine to levophed gtt for bp support. Levophed stopped on 12jul2025 at 16:53." The patient survived.